Event description:
It was reported by the rep that the (1) 511o was used during a laparoscopic nissen procedure. It was reported that the outer gasket tore/split. The case was completed with another trocar. There was no consequence to the patient.